Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed incoming testing. Investigation revealed intermittent electrical connections between the ca and defibrillation board. The cause for the intermittent connection was isolated to contaminated pins on the ca and defibrillation board connectors. The root cause for the contaminated pins was unable to be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.